Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The liner was returned and evaluated against the complaint. As returned, the underside of the scallops shows indentation and the locking feature shows fraying. This damage likely occurred during the liner insertion in the shell. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110010242 6034035 g7 osseoti 3 hole shell 48 mm c, unknown head, unknown stem. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the liner was unable to be inserted into the shell. The surgery was completed with a second device. Surgery was delayed 60 minutes due to the device malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.